Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery due to a kinked reservoir set. Customer's blood glucose was 443 mg/dl at the time of incident. Troubleshooting was done for no delivery and was found that the sets are not kinked. Customer indicated that no delivery was resolved by a complete set change. Customer does not want to return the set, reservoir or pump for analysis and was advised to call back if any further issues persist.